Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer for investigation. The gross examination performed on the returned prosthesis highlighted the presence of some suture stitches still present on the valve; the sewing cuff appeared slightly blood stained. The valve appeared with the leaflets freely moving in both fully open and closed positions after the completion of the sanitization and cleaning treatment, the device was visually inspected to verify the compliance of the product with the manufacturing specifications. Several traces of needle passage / suture stitches, according with the suture procedure, were observed and the more evident of them have been identified. The sewing cuff was then removed to identify the serial number, and its position, allowing a correct traceability of the valve and its components. In order to allow an exhaustive evaluation of the functional behavior, the subassembly of the returned cphv underwent hydrodynamic testing in simulated physiological conditions. The test confirmed a normal leaflet kinematic showing a correct movement of the leaflets; no anomalies were observed during the open/close cycle of the pulsatile hydrodynamic test in both normotensive and hypotensive pressure conditions. Furthermore, a complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the investigation performed, no manufacturing deficiencies have been identified and no functional anomalies were observed during the open/close cycles recorded during the kinematic tests. Based on clinical experience and data from the literature, phenomena of partial leaflet immobilization that could induce opening difficulty could be caused by entrapment between the leaflets and the housing of long suture tails, prosthesis size mismatch, suboptimal valve orientation and peculiar hydraulic conditions in the heart. Ultimately, based on the information available, a definitive root cause cannot be established at this time. However, no mechanical malfunction could be reproduced during the investigations performed and no manufacturing nor quality deficiencies were identified in the returned valve.

Event description:
On 05 feb 2021, a carbomedics optiform prosthesis f7-033 was intended as part of a mitral valve replacement procedure. The patient¿s pre-operative diagnosis was of mitral valve endocarditis. After exposure of the mitral valve, the anterior leaflet was excised, while the posterior leaflet and the subvalvular apparatus were preserved. The prosthesis was implanted in anti-anatomical position. After weaning from bypass, the prosthesis functionality was checked at the transesophageal echocardiogram (tee) and an intermittent blockage of the posterior leaflet of the prosthesis in the close position was detected. The cross-clamp was re-started, and the valve was checked. The inspection of the prosthesis did not find the cause of the leaflet blockage. There was no residual cord that could interfere with the opening of the valve. The threads were cut flush. The mobility of the leaflets with the tester appeared normal. The prosthesis was rotated to the anatomical position. After de-clamping, the prosthesis was checked again at the tee and an asynchronous mobility of the leaflets was detected with a new blocking when closing the rear leaflet. The valve was ultimately explanted and replaced with another carbomedics optiform prosthesis f7-031 (another f7-033 was not available). The procedure was completed, and a good functionality of the new prosthesis was conformed. The patient underwent a prolonged surgery, but a good outcome is reported and will be discharged soon.